Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that dissector balloon was disengaged from the cannula. The dissector balloon was received. The trocar balloon, obturator and lock collar appeared intact. The insufflation bulb was not received. The inflation syringe was not received. Pmv performed functional testing, using a test syringe the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inflating and then deflating the oval balloon to create room for preperitoneal space on a laparoscopic hernia repair, the oval balloon completely ripped off the trocar and fell into the patient cavity when the surgeon pulled on the device¿s trocar portion to remove the oval balloon. All parts were retrieved from the patient. They completed the case by using the same device. There was no patient injury.